Event description:
It was reported the patient is deceased and died approximately eight days post upgrade to bi-ventricular implantable cardioverter defibrillator (ICD) system. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead implanted: (B)(6) 2010. (B)(4).

Event description:
Additional information was received from the patient's spouse who reported the cause of death was heart failure. The patient never recovered post procedure and the spouse stated the device system did not help him.